Event description:
It was reported that the 9800 system had lines in the cine images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive, cine bridge board, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.